Event description:
Contacted regarding falsely negative (-) serum test result from the icon 25 hcg test kit. The customer indicated that a patient had a serum sample tested with icon 25 hcg test kit in 2005 and the result was negative. The physician questioned the result. The customer indicated that the patient original sample was retested 4 days later with the same lot of icon 25 hcg test kit. The result was positive (+). The customer indicated that the patient's serum sample was tested by a quantitative method and the result was 115,435miu/ml. No change to the patient treatment was reported that can be attributed to or connected with this event.